Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It was reported the suture of only one proglide was pre-placed to close a puncture exceeding 8f. It should be noted that the electronic perclose proglide instructions for use (IFU), states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, it unknown if the IFU violation caused or contributed to the reported difficulty. The reported difficulty and subsequent treatment appear to be related to an interaction with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to a paroxysmal atrial fibrillation (paf) ablation procedure. The suture of only one proglide device was pre-placed prior to the ablation procedure. The sheath was upsized to 8.5f sheath and the paf procedure was completed. Reportedly post procedure, when the railed suture was pulled, the suture broke and came out of the anatomy without strong force. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.